Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating there was an access site pseudoaneurysm on the anterior side of the right common femoral artery. The event did require physical treatment. There was a recommendation for a compression bandage for 48 hours and a follow-up ultrasound in 72 hours. No further action was required. The event resolved on (B)(6) 2022. The patient's mrs score was 0 and their nihss score was 9. The event was casually related to the study procedure but not related to the study device. The pre-procedure mtici score was 1 and the final post-procedure mtici score was 2c.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received corrected that the pseudoaneurysm resolved on (B)(6)2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was embolization to a new vascular territory during a solitaire procedure (location unknown) and distal embolization within the same vascular territory (location unknown). A new embolus was seen in the fourth pass with mtici 2a. From passes #5 to 8, a different stent retriever (catch mini) was used, and in the pass #9 the solitaire and catch mini were used to have mtici score 2b. From pass #10-11, the catch mini was used with a final mtici of 2c. There were no alleged issues with the solitaire device. The patient did not experience any injury, symptoms, or complications. The patient was undergoing treatment for an ischemic stroke in the m1 segment of the middle cerebral artery. The patient's baseline mrs score was 0. Their baseline nihss score was 9, and post procedure it was 12. The patient's baseline tici score was 1, and post procedure it was 2c. The stroke onset was 07:30 (B)(6) 2021), and the final perfusion time was 08:31 (B)(6) 2021). Ancillary devices include a merci 8f catheter.